Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and flush drive support disk. The motor was tested outside of the device and passed. The history file was overwritten with alarms due to a corrupted history file. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that they found a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was able to complete rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.